Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery less than a week, keypad anomaly and that the have experienced multiple low blood glucose levels of 22 mg/dl, 28 mg/dl, and 30 mg/dl. The customer stated that the low readings were caused by physical activity and that they were treated with juice during one of the low episode where they were unconscious. The customer also stated they treated with juice for the other two episodes. The customer added that the 22 mg/dl caused the unconsciousness on (B)(6) 2017. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that they had to press the up arrow hard and continually to respond. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.